Event description:
It was reported that this event involved a female pt. During the sheathed insertion in the left femoral artery, the intra-aortic balloon (iab) became stuck in the sheath. Under fluoroscopy, it was determined that the balloon was stuck half way at abdominal aorta. As a result, another iab was inserted. The customer indicates that the insertion difficulty caused a delay in intra-aortic balloon pump therapy.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.